Event description:
During training in the physician's office, nurse experienced difficulty with insertion of the device into the pt. After insertion by the nurse, pt and nurse could not find the device, which migrated into the bladder. Device removed via cystoscopy. Pt did not experience any serious injury. Event is described in physician/pt labeling.